Event description:
Boston scientific received information that shortly after the implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead swelling around the pocket was noted. Upon opening the pocket, an infection was confirmed. Both the device and lead were explanted. The device will be returned for analysis and the lead was held at the hospital. The patient remains stable.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
--

Event description:
--

Manufacturer narrative:
Updated moderl/serial of the rv lead.

Manufacturer narrative:
This lead was returned and analyzed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation.